Event description:
The customer reported obtaining a non-reproducible elevated access inhibin a patient results from the unicel dxi 600 access immunoassay system. The customer stated that the patient results obtained prior to and following the elevated result were reproducibly lower. The elevated inhibin patient result was not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The instrument did not generate any errors during the timeframe of the event. The customer obtained passing quality control (qc) results which were within the established ranges prior to the event. The sample was centrifuged for seven minutes at 3000 rpm. The customer did not report any sample integrity issues or concerns associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and reviewed the erroneous result reported by the customer. The fse then performed a carryover test which failed on reagent pipette #1. The fse visually confirmed that both reagent pipettor tips appeared worn and proceeded to replace both reagent pipette probe tips (#1 & #2). The fse repeated the carryover test and obtained passing results on all instrument pipettors. The fse verified the repair as per established procedures and results met published specifications. In conclusion, hardware is the likely cause of this event as the fse obtained a failed carryover test for reagent pipette #1.